Manufacturer narrative:
Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family could not be conducted as the batch is unknown. The root cause is anticipated procedural complications, as this event is a known physiological effect of the procedure and is noted within the dfu.(B)(4)

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. An unknown size taxus express2 drug eluting stent was placed in an unknown vessel. Three to four years later, very late stent thrombosis occurred. Additional information was requested but is not available.